Event description:
It was reported that an asymptomatic patient presented to the or for a system implant. During implant, post-paced t-wave oversensing was observed. The oversensing was noted on the real-time egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.